Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has had a return of symptoms and worsening of dystonia symptoms in the last months and they were thinking that their ins was not working properly. An x-ray was performed, no further troubleshooting was performed. There were no external or environmental factors that led to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Ins model 37602 has an older style of header block from a previous generation of ins in order to be compatible with older extension models (such as model 748295, from this event). The extension in this event was replaced with a newer model which was incompatible with the 37602 ins header block, so the ins was replaced. Analysis of the extension (model: 748295, serial: (B)(4)) identified that there was a breached depression in the outer insulation of the extension exposing the conductors 15.8 cm from the proximal end. Electrical testing of the extension determined continuity was complete and no electrical shorts were identified between the circuits. During visual analysis of the extension, it was noted part of the distal end was not returned. Analysis observed the proximal end of the extension was stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified that the ins was also replaced because the patient had an old extension model, and was implanted with a newer extension model. The new extension model could not be connected with the old header style of the previous ins, so a new ins was implanted with a newer header. The extension was the defective product, and not the ins.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 748295, serial#: (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that there was low impedance on contact 0 of 230 ohms. The patient was programmed to use contact 1. Further information was received on 2018-04-23 indicating that a revision was performed.

Manufacturer narrative:
Extension (sn: (B)(4)) was received. Product ID: 748295, serial# (B)(4), explanted: (B)(6) 2018, product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated troubleshooting was performed (B)(6) 2018, which found the extension was broken near the ins. The break was not shown in x-ray. The extension was explanted and replaced, which resolved the patient's loss of therapy. A new ins was also implanted at the time of the revision.